Event description:
Patient readmitted for take-down of colostomy originally done for bowel perforation. On post-op day #1, patient experience large bowel hemorrhage. Colonoscopy didn't reveal any active bleeding and no further sequelae.